Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The procedure was performed successfully using a second capsule. There was no patient and user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The bravo device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The capsule was found new with the original bag. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.